Event description:
Revision surgery - the patient's joint was too tight, due to capsular contraction.

Manufacturer narrative:
The reason for this revision surgery was to remedy symptoms related to capsular contraction (the body's reaction to foreign material) after 3.2 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. (B)(4). The root cause for the revision surgery was most likely due to capsular contracture; the root cause for the capsular contracture was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.